Manufacturer narrative:
It was reported that the central nurse's station (cns) failed provides audible alarm when the alarm limit is breached. During troubleshooting, it was determined that the sound cable was disconnected. The customer reconnected the cable and the central nurse's station now functioning as designed.

Event description:
It was reported that the central nurse's station (cns) failed provides audible alarm when the alarm limit is breached. No consequence or impact to the patient.

Event description:
It was reported that the central nurse's station (cns) failed provides audible alarm when the alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that their cns was experiencing network communication issues and the time was 30 minutes ahead and not generating sound on alarms. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the device warranty began 10/23/2016, which is over 2 years at the time of reported issue. A review of device history found no previously reported issues or nka physical servicing of the unit. Nk ts walked the customer through the process of correcting the time in windows, stopping the windows time service and setting it to manual, plugging in the alarm indicator into the display's audio jack, reseating the network cable and the issue was resolved. The root cause of the issue was determined to be user error. The end user did not have correct settings for windows time service. The system did not alarm as the alarm indicator was not plugged into the audio jack. Cns was getting communication loss as the network cables were not seated appropriately. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Qe investigation for this complaint record has been completed. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Corrected data: f7: type of report. G7: type of report. H2: if follow-up, what type (correction or additional or both). H6: even problem and evaluation codes. Additional information: h10: manufacture narrative: details of the complaint: the customer reported that their cns is experiencing comm issues, the time is 30 minutes ahead and the system is not generating sound on alarms. Service requested: troubleshooting. Service provided: nk ts walked the customer through the process of correcting the time in windows and setting it to manual. Ts asked the customer to plug in the alarm indicator, reseat the network cable and the issue was resolved. Investigation result: the root cause of the issue was determined to be use error. The end user incorrectly set the system settings and did not correctly assemble the system. The device is operating within specifications. The device was in use with the patient however no there was no reported harm.